Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator office assistant reported that the pt was readmitted for hemolysis with increased lactate dehydrogenase (ldh). A pump exchange was subsequently performed due to hemolysis and aortic insufficiency. The MFR also received a user facility report from the (B)(6) registry stating that on (B)(6) 2013, the pt was admitted with ldh of 1170 and plasma free hgb of 107. The pt was placed on a heparin gtt and the ldh/plasma free hgb reportedly trended down. A cta of the heart showed possible thrombus at the inflow cannula. The pt was discharged home on asa and lovenox with plans to exchange the pump the following week.

Manufacturer narrative:
The pump was successfully exchanged and the pt remains ongoing on lvad support without any further issue reported. The attached user facility report # (B)(4) was received from the (B)(6) registry. The explanted pump was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.